Event description:
It was reported prior to using bd preset¿, the plunger was difficult to move. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. E1. Initial reporter facility name: (B)(6) hospital. H4. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Also, no retains were evaluated as bd was unable to determine the specific lot number associated with this complaint. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.